Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact. The deployment knob retracted but did not fully advance the capsule. The trigger moved to fully retract the capsule but did not fully advance the capsule. The trigger locked in place when released. The tip-retrieval mechanism was intact. There was damage noticed on the threading of the screw gear, at the base of the front grip, and at the bottom of the actuator handles. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. A dent in the distal portion of the capsule was observed. Two nitinol crowns were observed protruding through the polymer material at the distal end of the capsule. The inner member shaft and spindle hub were intact with no evidence of damage. A buckle in the capsule was observed on the proximal end of the capsule. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No fluoroscopic load check images were submitted for review. The dcs was reported to be damaged after the misload occurred. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after a misload has occurred. The delamination is most likely the discoloration described in the event description. A dent in the distal portion of the capsule was observed and two nitinol crowns were observed protruding through the polymer material at the distal end of the capsule. This damage indicates that an unanticipated interaction between the distal portion of the capsule and a hard surface occurred. This damage potentially occurred due to an interaction with loading system, however the source of the damage cannot be conclusively determined with the information available. During analysis, it was observed that the capsule would not fully close when the handle was turned. A buckle was observed on the proximal end of the capsule frame. The inability to fully close the capsule during analysis is most likely due to the capsule buckle. Capsule buckle can occur due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly, as was noted in this case. Based on the investigation completed there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The evolut pro instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. The IFU instructs to "hold the loading tool stationary with one hand, and with the other hand manually advance the capsule guide tube so that the distal section covers the paddle attachment pockets and the top portion of the outflow struts". In addition, the IFU instructs to inspect for a misloaded bioprosthesis. In this case, the inspection process per the IFU was performed and identified the misload prior to introduction to the patient. A new dcs and valve were used to successfully complete the procedure. No adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the loading process, a ho spital staff trainee and medtronic personnel identified a misload visually before the fluoroscopic examination. The valve and the delivery catheter system (dcs) appeared to be damaged. The valve was irregularly shaped due to the misload and the delivery catheter system (dcs) was discolored near where the outflow portion of the valve is housed. It was reported there was a bent strut. Subsequently, a new dcs and valve were used to successfully complete the procedure. No adverse patient effects were reported.